Manufacturer narrative:
H3: the distal segment of the catheter with the anchor still attached was received for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0211610920, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 16-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 1.999 mg/day) via an implantable pump for an unknown indication for use. It was reported during a pump refill, the reservoir was found still filled. The event date was reported to be (B)(6) 2021. The patient was fine but reported slightly increased pain. The spinal segment of the catheter was revised/replaced on (B)(6) 2021 and the issue resolved. The explanted segment would be returned. There were no known contributing factors. The patient status was alive - no injury. Further complications were not reported. Additional information was received. At the refill where the reservoir was found still filled, the actual volume was 20 ml and the expected volume was around 5 ml; the exact expected volume was unknown. During the procedure to replace the spinal segment, no specific issue was identified, and no further examination was performed.